Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water were performed, and no defects that could generate a leak were observed. Priming was performed, and no defects that could generate a leak were observed. Functional test with sterile water was performed, and the set worked according to specifications. 24 hour gravity test usage simulation with a pump was performed, and no defects that could generate a leak were observed. Water referee back pressure test was performed, and no defects that could generate a leak were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). E1: initial reporter address: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink non-dehp continu-flo solution set leaked from the y-site (clearlink) port despite a non-baxter alcohol cap being in place. This occurred during infusion of lipids in the neonatal intensive care unit (nnicu). Clear fluids would be placed to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.